Event description:
It was reported that during a laparoscopic sleeve gastrectomy when the surgeon attempted to put a laparoscopic instrument through the device, a piece of rubber dislodged and was lost "for some time." The piece was found in the pt's abdomen and was removed within "seconds." Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned with a piece of the black rubber pleated shield inside the duck bill area but dislodged. The obturator was not returned. No packaging and returned with the device so the device history record could not be reviewed. As each device is visually inspected and functionally tested prior to being released, no conclusion could be reached as to what may have caused the reported event.